Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient went to charge their implant and their controller would be fully charged but their implant would only charge to 80% before the controller completely depleted. The recharger relay box became a little warm, maybe more than usual, when recharging device. The issue was not resolved. They charged their implant every 24 hours. Their controller had been charging for 2 hours and the controller only went from 0% to 70%; this information was reviewed. The patient noted that their implant was reprogrammed because they thought something was "messed up" but the representative instructed the patient to call in for all new equipment so they could get a fresh start. They planned on meeting with another representative tomorrow to get reprogrammed to change the "bandwidth" of the implant. Additional information received from the patient. It was reported that the circumstances which led to the patient needing to be reprogrammed was that they felt too many shocks. They noted that the settings were changed. No further complications reported.